Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the operative report was requested but will not be provided. The device is not available for return as it was discarded by the hospital. Although a complete evaluation cannot be performed with the minimal information provided, the surgeon indicated that there was no malfunction of the annuloplasty ring and the ring did not contribute to the event. The device history record (DHR) review was completed and it was confirmed that the device passed all manufacturing and sterilization inspections during production.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the annuloplasty ring was explanted after approximately two weeks due to residual mitral regurgitation (mr) and replaced with a mechanical valve. The surgeon indicated that there was no malfunction of the annuloplasty ring and the ring did not contribute to the event.